Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after the leads were connected to the device, far field r-wave was detected due to crosstalk. The rv lead was repositioned. The patient will be monitored via remotely.